Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered a trauma in june 2022 and after that the hearing performance with the device got worse gradually. The user was re-implanted on (B)(6) 2022.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered a trauma in (B)(6) 2022 and after that the hearing performance with the device got worse gradually. The user was re-implanted on (B)(6) 2022 and is doing well with the new device.